Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose reading after having trouble with his insulin pump and receiving no delivery alarms. The blood glucose reading was 699 mg/dl. The customer was using manual injections to treat his blood glucose. Troubleshooting was performed. Ran a fixed prime test and this insulin exited. Performed a high pressure test twice and the insulin failed the test. Advised the customer to discontinue use of the pump and revert to the back up plan. No further information was provided.